Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a cracked. Customer pulled the insulin pump out of the bolus, looked at this screen and saw the crack. The customer's insulin pump was unknown. The customer is unable to read the screen and insulin pump is functioning as designed. Advised customer to revert to backup plan per doctor's instruction. Customer agreed to return the insulin pump.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.